Manufacturer narrative:
The user experienced diabetic ketoacidosis after overtreatment of a perceived hypoglycemic event, including pump suspension and glucagon administration without confirmatory fingerstick testing while discontinuing automated insulin delivery. This behavior can result in absence of basal insulin and rapid metabolic decompensation and is consistent with the observed progression to dka requiring ICU admission and hospital treatment with IV fluids and insulin. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On (B)(6) 2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of approximately 40 mg/dl following treatment with oral glucose, pump suspension, and glucagon. The user was transported to the hospital where the user was diagnosed with diabetic ketoacidosis, treated with IV fluids and insulin drip, and discharged (B)(6) 2025. No long-term health effects were reported.